Event description:
A customer reported a malfunction on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, maintaining a safe range. Although technical support attempted to provide instructions to reset the pump, the customer was unresponsive, leading to a need for follow-up. There was no additional information regarding the outcome of this event.